Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nx009k - vega ps femoral component cemented f4n l. According to the complaint description, a revision surgery was necessary after three years from implantation due to loosening of the femur implant. Additional no bone cement was detected on the femur part. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nx053k - vega ps tibial plateau cemented t2 (internal aesculap ag ref. No. (B)(4) nx120 - vega ps gliding surface t2/2+ 10mm (internal aesculap ag ref. No. (B)(4) nb090k - tibia extension stem d12mm l12mm (internal aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Investigation results: no products were provided. The investigation was based upon historical data analysis, device history review, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: without further detailed information regarding the individual patient situation and/or surgical techniques in this case, a clear conclusion cannot be drawn. The pictures provided also give no hints regarding the definitive root cause for the loosening. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not necessary.

Event description:
Update: the date of implantation was (B)(6) 2021; and the date of revision was on (B)(6) 2024. Related to (aag internal reference no. Xc) (B)(4). Involved components: nx053k - vega ps tibial plateau cemented t2 (internal aesculap ag ref. No. (B)(4)). Nx120 - vega ps gliding surface t2/2+ 10mm (internal aesculap ag ref. No. (B)(4)). Nb090k - tibia extension stem d12mm l12mm (internal aesculap ag ref. No. (B)(4)). Doujet 40pf bone cement with antibiotic batch f21704 - non aesculap product.